Event description:
Endoclip clip applier failed during course of operation. After several successful clips had been fired a new clip applier was opened to the field. After one clip was fired it read as being empty. A third clip applier was opened which had no issues while being used.======================manufacturer response for endo clip auto suture clip applier (#1), endo clip auto suture clip applier; 5mm single use clip applier (per site reporter).======================awaiting response.======================manufacturer response for endo clip auto suture clip applier (#2), endo clip auto suture clip applier; 5mm single use clip applier (per site reporter).======================awaiting response.